Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va10k5s, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp indicated that the patient had a lack of symptom relief and high impedances were encountered. The patient also had told the hcp that the ins moved around in the pocket. According to the hcp the patient had lost about 40 pounds and even when the hcp turned stimulation up to 8.5 the patient did not feel stimulation. The lead and ins were both replaced and during the explant the lead was found to be twisted multiple times. The issues were resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient's device was implanted deeper and 5 months after, it 'went bad'. Patient clarified and stated that where the ins was surgically placed popped out and began shocking the patient. Patient could not get intothe doctor office right away so they turned their ins off and were still getting shocking. The device was removed (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.